Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone the she had a high blood glucose but not hospitalized. Customer's blood glucose was 462 mg/dl. The customer stated that she check and see if insulin was exiting the tubing and it didn't. Customer was advised to be sure to prime when putting in a new reservoir. The customer problem was resolved by doing prime first and put the new reservoir on the insulin pump.